Event description:
A stent dislodged during a stenting procedure and was deployed in a non-target site. There was no adverse effects to the pt. This pt was admitted to the hospital with a chief complaint of cad. The pt was taken electively to the cardiac cath lab, where angiography revealed a mildly calcified, moderately tortuous lesion in the mid-lcx. A medtronic 6fr, jl3.5 guiding catheter was placed in the left coronary cusp and a guidant universal guidewire was advanced through the lesion site. There were no difficulties in accessing or wiring the vessel noted. The cypher stent delivery system (sds) was advanced over the wire toward the lesion; however, the physician met resistance within the left main artery (lma) and could not advance the catheter any further. While attempting to withdraw the sds, the stent dislodged from the balloon into the lma/ proximal lcx. A maverick balloon was used to push the stent forward and deploy it in the proximal lcx (non-target site). Another cypher stent was used to successfully treat the lesion in the mid-lcx. The pt was discharged from the cath lab in stable condition. Multiple attempts to obtain catalog/ lot number information and the return of the product for analysis have been unsuccessful. This is an initial / final report.